Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the pump alarm was a low reservoir. The patient consistently missed appointments to fill. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient heard the pump. The beeping (single toned, "light" beeping) started on (B)(6) 2018. The patient will go into the healthcare provider's (hcp) office on (B)(6) 2018 for a refill. The hcp was doubling her medication in the pump so that the patient only had to visit the hcp every 6 months, but before that the patient would see the hcp every 3 months. The patient heard a "double beep" coming from the pump starting on (B)(6) 2018. The patient thought it was because the medication was low. The patient needed to find a new doctor. Her previous doctor that put the pump in had moved to the eastern shore and she was having difficulties with her current hcp. No symptoms were reported. There were no further complications reported at this time.